Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic,. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. A report for s/n (B)(4) was filed separately for the explant of the aortic valve.

Event description:
Edwards learned of an mitral valve explant after an implant duration of six (6) months due to perivalvular leak of the mitral valve. The patient was initially implanted with the valves to treat perivalvular leakage of existing bioprosthetic valves. The surgery was successful and the valves functioning was good. Five- month follow up echo showed good valvular function. After that the patients health deteriorated with symptoms of chest distress, gasping and paroxysmal ventricular tachycardia. Echo results indicated there was a paravalvular leak of the mitral valve and moderate regurgitation of the aortic valve. The patient underwent surgery for occlusion and redo mvr, avr and CABG was implanted with competitors' valves. The patient then had a serious infection and the patients relatives discontinued treatment. Nine-month follow up with the patients family revealed patient expired approximately one month post-discharge.